Manufacturer narrative:
Initial and final MDR (B)(4). -MDR 3003442380-2024-05196-device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's four infusion sets fell off during use. The first occurrence occurred on march 25, 2024; the second on march 26, 2024; the third on march 28, 2024; the fourth on march 31, 2024. The infusion set was used within 24 hour period. The blood glucose level of the patient was on average 150 mg/dl to 200 mg/dl. Also, the area of insertion cleaned and air-dried. No further information was available.